Event description:
For lot 2502043, the customer reported two additional leaking administration sets on (B)(6) 2025. The customer provided a video documenting the issue, which showed fluid leaking from below the drip chamber. No patient involvement or adverse event was reported at the time of this complaint.

Manufacturer narrative:
A review of complaint history for lot 2502043 was conducted. Two complaint records were identified from the same customer, including this complaint, with a total reported quantity of five affected administration sets. The end user provided a video documenting the reported issue. Review of the video confirmed visible fluid leakage originating below the drip chamber at the bonded connection between the drip chamber and the tubing. Manufacturing and release documentation for lot 2502043 (bx-70072-f) was reviewed, including the certificate of conformance and certificate of sterilization. The lot consisted of (B)(4) units, was manufactured on march 15, 2025, sterilized using ethylene oxide under load number (B)(4), and released to finished goods after meeting applicable manufacturing, inspection, and sterilization requirements. This failure mode is being evaluated under CAPA zm2023-20, ¿zyno IV set ¿ IV set issues.¿ additionally, an existing supplier corrective action request (scar 2025-007) has been issued to the contract manufacturer, xingda, related to administration set leakage. Intuvie received two unused cases of the affected administration sets from the customer on december 22, 2025. Testing of the returned sets is currently ongoing. A follow-up MDR will be submitted upon completion of the evaluation to report the test results and investigation conclusions. Refer to (B)(4).